Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to the 300s (mg/dl) for approximately 1.5 weeks and trace ketones. Reportedly, contact believes that recent "growth spurts" have caused the elevated bg levels. Customer administered boluses with the pump and settings adjustments have been made to treat bg levels. Although requested by tandem technical support, contact declined to conduct troubleshooting for the pump. Recommendation was made to consult with health care provider to discuss diabetes management and call tandem technical support if they would like to conduct troubleshooting in the future. Contact acknowledged.